Event description:
We used a pollack open-end flexi-tip ureteral catheter today on a pt that a piece came off the catheter while in the pt. Dr (B)(6) was able to retrieve the piece. No harm reported. The pt was released in stable condition.

Manufacturer narrative:
At this time the device has not been returned for eval, upon receipt of the device, a report will be completed. The nurse was contacted for additional info concerning the events in the procedure noting a cystoscopy and stent placement was performed. As indicated by the nurse, the physician identified a piece of plastic floating in the bladder and easily removed it noting, no additional procedures were needed, and the pt was released in stable condition.